Event description:
Due to incomplete insertion of the electrode array and severe deterioration of the pt's performance, a decision was made to re-implant the pt. During surgery, it was noted that the electrode array was present within the mastoid cavty as opposed to within the cochlear.